Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 589 mg/dl. Caller stated that the customer had nausea end was vomiting prior to hospitalization. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with normal operating currents. No unexpected bad battery alarm noted.